Manufacturer narrative:
The pump stoppages were reported against the pump in MFR. Report # 2916596-2018-04061 the serial number was not provided and therefore the age of the device and date of manufacture are unknown. The date of implant represents the date the lvad was implanted. Manufacturer's investigation conclusion: the system controller remains in clinical use and was not returned to the manufacturer for analysis. No product was returned for evaluation related to this event. The report of the lvad system indicating a system stop was confirmed. A review of the submitted system controller log file indicated that a low battery hazard alarm activated on (B)(6) 2018 at 08:03:27 as a result of the battery voltage falling below the low voltage threshold. The patient had switched to battery power on (B)(6) 2018 at 22:27:07 and supply voltage (rsoc) values continued to decrease (with usage as expected) until the hazard alarm became active. A driveline disconnect alarm became active following the low battery hazard alarm (at 08:06:38), which appears consistent with the report that the patient¿s spouse performed a system controller exchange. While the driveline was disconnected, the 14 volt li-ion batteries were either disconnected or became fully depleted, and the system controller's backup battery powered the lvad system. The driveline remained disconnected and the log file then captured 2 sets of power exchanges where the system controller was connected to the power module and then disconnected before the system controller was shut down at the end of the log file on (B)(6) 2018 at 9:34. The root cause of the reported event appeared to be user error in reconnecting to power with a disconnected driveline, and 14 volt battery depletion. After the driveline was reconnected, the pump resumed normal operation no other atypical alarms were captured. The instructions for use (IFU) outlines pump speed, power, flow, and pi and contains information about powering the system, including how to check the battery charge status and how to switch power sources. The document contains information regarding the system¿s alarms (including low battery advisory, low battery hazard, and low flow hazard alarms). This IFU and the patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. A review of the device history records could not be performed as the serial number of the device was not provided. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that a pump stoppage due to disconnecting the driveline occurred and there was battery depletion. The system controller was exchanged, and pump function resumed after charged power sources were connected. Additional information was requested, but was not provided. During the investigation of the system controller, it was determined the root cause of the reported event appeared to be user error in reconnecting to power with a disconnected driveline and 14 volt battery depletion.